Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual device was discarded by the involved facility. The investigation of this complaint was extremely limited. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The customer used the actual sample as an alternative of a peel-away sheath, knowing it was an off-label use and attempted to disassemble the actual sample but failed to remove the caulking pin from the lead resulting in the reported event. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a device fragment was left in the patient during a procedure. Follow up communication with the user facility confirmed the following information: in a pacemaker implanting case, the customer used the actual sample as there was no peel-away-sheath available in stock that is typically used for an implantation case; when the doctor tried to disassemble the actual sample to separate it from the lead the doctor found the metal caulk pin would not remove from the lead; the doctor decided to implant the caulk pin subcutaneously in the state of connected to the lead; no magnetic response from the caulking pin was confirmed; and the doctor, judging the caulking pin would not affect the pacemaker decided to leave it on the lead and follow up with the patient.